Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unk. According to the reporter: during preparation for surgery, the balloon did not inflate and air leaked. The balloon was not used on the pt. The operating time and incision were not extended as a results. A new instrument was used to complete the procedure. No pt injury was reported.